Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique prior to a coronary interventional procedure. Reportedly, when removing the devices, the knot was not seen, as if the wires were loose. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿knot was not seen when removing the device¿ was confirmed as a suture malposition based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.